Event description:
The customer contacted stryker to report their device would not boot up. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and was able to duplicate the reported issue. Evaluation determined the system pcba was faulty. This part is obsolete and the device cannot be repaired. The customer will scrap the device.